Manufacturer narrative:
Additional narrative: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that the motor device ¿heats up and the drill jams in it¿. During service and evaluation, it was determined that the device had a damaged cable/cord/wiring, liquid damage, worn coupling and hose, and loose set screw. It was further determined that the safety pin to connector sleeve was not okay and the hose cooling did not sound okay. It was further determined that the device failed pre-repair diagnostic tests for handpiece temperature and motor thermistor. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper reprocessing, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.